Event description:
An elderly patient presented to the emergency room in cardiac arrest. The downtime prior to arrest was unknown. The patient was shocked one time prior to arrival. The patient was ordered to be placed on hypothermia protocol. Nursing noted a few circular blisters on the patient's right side/ chest from the hypothermia vest.